Event description:
It was reported that during preparation, resistance was felt when removing the stylet from the 6x40x135 absolute pro self expanding stent system (sess) and the stent partially deployed approximately 10 mm. The device was not used and there was no patient involvement. A new same size absolute pro sess was used successfully for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.